Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the bed ventilator alarmed "low airway pressure" and a clear airflow sound was heard. After inspection, a balloon air leakage was found, but the vital signs were stable. After reporting to the doctor, the tube was changed. The airway was well closed, no airflow sound, and the ventilator no longer alarmed.